Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/20/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - could you please provide the lot number? - please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2026 and suture was used. During a CABG, a needle popped off from the end of suture. The surgeon stated there was no excess tension on the needle. This was in the middle of the procedure. They opened an additional suture and proceeded with the case. There was no patient consequence reported. Additional information was requested.